Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included chlamydial infection and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin-fe) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding(vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced depression ("depression") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced ovarian cyst ("ovarian cyst"), 1 year 2 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), vulvovaginal pain ("vaginal pain"), pain in extremity ("legs pain") and menstruation irregular ("menses irregular") and was found to have weight increased ("weight gain"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, rash, skin disorder, weight increased, depression, dyspareunia, fatigue, vulvovaginal pain, pain in extremity, menstruation irregular, menorrhagia, vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, ovarian cyst, pain in extremity, pelvic pain, rash, skin disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per pfs) discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unknown. Ultrasound scan vagina - on (B)(6) 2010: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event ovarian cyst was added. Event onset date, lab data was updated. Reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes." The patient's medical history included chlamydial infection and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin-fe) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding vaginal,menorrhagia") and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse),"). In (B)(6) 2010, the patient experienced depression ("depression") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced ovarian cyst ("ovarian cyst"), 1 year 2 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), vulvovaginal pain ("vaginal pain"), pain in extremity ("legs pain") and menstruation irregular ("menses irregular") and was found to have weight increased ("weight gain"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, rash, skin disorder, weight increased, depression, dyspareunia, fatigue, vulvovaginal pain, pain in extremity, menstruation irregular, menorrhagia, vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, ovarian cyst, pain in extremity, pelvic pain, rash, skin disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per pfs) discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unknown. Ultrasound scan vagina - on (B)(6) 2010: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding(vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("depression") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), vulvovaginal pain ("vaginal pain"), pain in extremity ("legs pain") and menstruation irregular ("menses irregular") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, rash, skin disorder, weight increased, depression, dyspareunia, fatigue, vulvovaginal pain, pain in extremity, menstruation irregular, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, rash, skin disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: unknown. Ultrasound scan vagina - on an unknown date: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Reporters information updated. Event: abnormal bleeding(vaginal,menorrhagia), depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal pain, legs pain, irregular menses, irregular menses, failure to occlude (close) fallopian tubes were added. Lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.